Event description:
Information was received that this left ventricular (lv) epicardial lead exhibited loss of capture (loc). A lead revision procedure will be scheduled for an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.